Event description:
It was reported that during peripheral atherectomy treatment procedure, a balloon rupture and balloon detachment occurred. The target lesion was located in the calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced to the target lesion. The balloon was inflated once to 13 atmospheres and ruptured circumferentially. During removal of the device, the balloon material detached. The physician was able to retrieve the balloon material with a snare. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. There was blood in the balloon and inflation lumen. Gently pulling on the guidewire, the guidewire was removed from the wire lumen without encountering any unusual resistance. The inner shaft was separated 5cm from the proximal balloon bond. The fracture face was jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. There was a complete circumferential balloon tear 15cm from the proximal balloon bond, confirming the reported balloon burst. The distal portion (including the balloon, inner shaft, markerbands, distal tip) was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).